Manufacturer narrative:
Zoll medical corp. Has received the rpoduct.

Event description:
During functional testing, the device failed to discharge. Complainant indicated that there was no pt involvement in the rpeorted malfunction.